Manufacturer narrative:
The investigation into the purge leak - pump issue has been completed. The impella pump and purge cassette were returned for investigation. The returned pump and cassette were able to purge without issue. The data logs were returned and showed the pump purge pressure within a normal range. The logs showed the pump going through all case start steps successfully. The root cause of the priming issue was "no problem found" as the pump had no issues priming when returned. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella cp was not purging through the catheter and the physician decided not to use the device. This device was replaced. There was no patient harm reported and the replacement device purged appropriately.